Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent for a postoperative procedure. During the procedure, the quick coupling is sticking, and the ratchet is broken on the screwdriver. It was unknown if the patient impact is unknown. This complaint involves one (1) device. This report is for (1) ratcheting handle with quick coupling. This report is 1 of 1 for (B)(4).